Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: the device was not received back for evaluation. Conclusion: the root cause cannot be determined conclusively.

Event description:
It was reported that; on (B)(6) 2015, the patient underwent the surgery. On (B)(6) 2015, the surgeon confirmed the x-ray. And he found that the rod loosed from the screw head. The patient underwent the revision surgery on (B)(6) 2015.

Event description:
It was reported that; on (B)(6) 2015, the patient underwent the surgery. On (B)(6) 2015, the surgeon confirmed the x-ray. And he found that the rod loosed from the screw head. The patient underwent the revision surgery on (B)(6) 2015.